Event description:
It was reported that the system had intermittent camera errors at boot up. The system is unable to display fluoroscopic images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery and image processor were replaced during the service call. The system was tested and found to be working as intended and put back into service.